Event description:
Patient underwent procedure using a 18mm peripheral stent (almaz stent, manufactured by johnson & johnson). The balloon was inflated and the stent was dilated without incident. When balloon was pulled back into the sheath, blood was returning to the balloon inflatation device. A piece of the balloon was retreived successfully in the catherization lab and the remainder was removed surgicallydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.